Event description:
#2 weck curette introduced into uterus during d&c. Curette was retrieved and noted to be missing loop end. Xray performed and foreign body not seen. Tip found in plastic gyn bag by circulating nurse.